Event description:
The customer stated that he tested his blood glucose using his breeze2 and dex meters. The breeze2 read 275 mg/dl, while the dex meter read 135 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his meters with him when he called. He is call back to finish troubleshooting. No product will be returned at this time.